Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And " undesirable shortening of limb. " this report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2013-04929 /-04930 & 2014-07876).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Remains implanted.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a right total hip arthroplasty on (B)(6) 1999. Subsequently, patient underwent a closed reduction procedure on (B)(6) 2004. Patient was revised on (B)(6) 2004 due to dislocation. The modular head and liner were removed and replaced. Patient further underwent an irrigation and partial radical debridement procedure on (B)(6) 2010 due to pain and infection. It was reported that patient underwent abdominal surgery several weeks prior to presenting with infection. Operative report noted well-fixed stem. During the revision, all other components were removed and replaced with a modular head and spacer molds. Patient was reimplanted on (B)(6) 2010. The procedure was completed with a zimmer biomet taper, an unknown head, and competitor cup and liner. Received clinical data noting patient was enrolled in another clinical study regarding the left hip. It was reported patient underwent an initial left total hip arthroplasty on (B)(6) 2002. Patient alleges a leg length discrepancy, a limp, sudden weight loss, vomiting, nausea and pain. No revision procedure has been reported. Additional information received reported that patient underwent a right radical debridement procedure on (B)(6) "1014" due to infection. Operative report note well-fixed stem. During the revision, all other components were removed and replaced with cement spacers. Patient underwent a reimplantation procedure on (B)(6) 2014. The procedure was completed with a zimmer biomet head and competitor cup and liner. Patient underwent a girdlestone procedure on (B)(6) 2014 due to infection. During the procedure, all components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a right total hip arthroplasty on (B)(6) 1999. Subsequently, patient underwent a closed reduction procedure on (B)(6) 2004. Patient was revised on (B)(6) 2004 due to dislocation. The modular head and liner were removed and replaced. Patient further underwent an irrigation and partial radical debridement procedure on (B)(6) 2010 due to pain and infection. It was reported that patient underwent abdominal surgery several weeks prior to presenting with infection. Operative report noted well-fixed stem. During the revision, all other components were removed and replaced with a modular head and spacer molds. Patient was reimplanted on (B)(6) 2010. The procedure was completed with a zimmer biomet taper, an unknown head, and competitor cup and liner. Received clinical data noting patient was enrolled in another clinical study regarding the left hip. It was reported patient underwent an initial left total hip arthroplasty on (B)(6) 2002. Patient alleges a leg length discrepancy, a limp, sudden weight loss, vomiting, nausea and pain. No revision procedure has been reported. Additional information received reported that patient underwent a right radical debridement procedure on (B)(6) 2014 due to infection. Operative report note well-fixed stem. During the revision, all other components were removed and replaced with cement spacers. Patient underwent a reimplantation procedure on (B)(6) 2014. The procedure was completed with a zimmer biomet head and competitor cup and liner. Patient underwent a girdlestone procedure on (B)(6) 2014 due to infection. During the procedure, all components were removed and replaced.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a right total hip arthroplasty on (B)(6) 1999. Subsequently, patient underwent a closed reduction procedure on (B)(6) 2004. Patient was revised on (B)(6) 2004 due to dislocation. The modular head and liner were removed and replaced. Patient further underwent an irrigation and partial radical debridement procedure on (B)(6) 2010 due to pain and infection. All components were removed and replaced with a modular head and spacer molds. Patient was reimplanted on (B)(6) 2010. Received clinical data noting patient was enrolled in another clinical study regarding the left hip. It was reported patient underwent a left total hip arthroplasty on (B)(6) 2002. Patient alleges a leg length discrepancy, a limp, sudden weight loss, vomiting, nausea and pain. No revision procedure has been reported.